Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the inspection result of the device by olympus thailand, olympus medical systems corp. (Omsc) confirmed the following: there was a leakage at the electrical connector. There was brown stain on the adhesive hole of the plastic cover at the distal end. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the above information, there is possibility that moisture infiltrated into the device from the leak point caused corrosion of internal elements, and the product of corrosion remained inside the device as dirt. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to oth for repair. Oth inspected the device and replaced the distal end cap. The reported event may have been caused by incorrect handling by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device for annual inspection at the service department of olympus thailand (oth) and found that there was a gap in the adhesive between the distal end and the plastic cover of the device. There was no report of patient injury associated with this event.